Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger fell out once the cap was removed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "plunger rod came out when the cap was removed."

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger fell out once the cap was removed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "plunger rod came out when the cap was removed."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes d.9. Returned to manufacturer on: 18-jul-2022 h.6. Investigation summary: customer returned one syringe in a polybag labeled for 0.5ml, 8mm, 31 gauge syringes from lot 8253811 and two loose syringes. The syringe from lot 8253811 did not feature a rubber stopper at the tip of the plunger rod, allowing it to fall out of the barrel of the syringe. The remaining syringes were returned fully intact outside of both polybags. No defects found to these two syringes. A review of the device history record was completed for batch# 8253811. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the plunger rod separating in one of the samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.